Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under reporting of atrial arrhythmias due to the falling in to blanking periods. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.